Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 30mm watchman laa closure device and delivery system (wds) were used. The was positioned in the laa and the wds was advanced through the was. The 30mm closure device was deployed, but did not anchor to the laa. The closure device was fully recaptured and removed. Then a 27mm wds was advanced via the was. The 27mm closure device was deployed, but again did not anchor to the laa. Therefore, the physician attempted to fully recapture the closure device. The closure device was unable to retract back into the was after multiple attempts. It was noticed on angiogram that the tip of the was became contracted like an "accordion". The physician then tried to move the was back and forth in an attempt to recapture the closure device, but it was unsuccessful. The patient remained stable throughout the procedure. The deployed closure device was pulled across the septum and hung in the superior vena cava. The procedure was stopped and the patient was transferred to the intensive care unit. The patient was transferred to another clinic where surgery was performed to remove the device. The closure device was successfully removed. The patient was extubated and was in tolerable condition. The patient has been discharged from the hospital and is in rehabilitation.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman truseal access system and a watchman delivery system (wds). The wds was snapped into the truseal device. The device could not be separated due to blood and contrast, so the device were soaked in a warm water bath for two weeks. The detached portion of the devices could not be separated, but the hub/valve/main sheath were able to be separated during lab analysis. The tip, sheath, valve, and hub were microscopically and visually inspected. Inspection revealed a separation in the sheath located 13 cm and was consistent with being mechanically cut, sheath damage (buckling) for a length of 87mm that started at the tip of the device with additional sheath damage at the separated area, and tip damage (partial separation). The remainder of the device was inspected, and no other damage was found.

Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 30mm watchman laa closure device and delivery system (wds) were used. The was was positioned in the laa and the wds was advanced through the was. The 30mm closure device was deployed, but did not anchor to the laa. The closure device was fully recaptured and removed. Then a 27mm wds was advanced via the was. The 27mm closure device was deployed, but again did not anchor to the laa. Therefore, the physician attempted to fully recapture the closure device. The closure device was unable to retract back into the was after multiple attempts. It was noticed on angiogram that the tip of the was became contracted like an "accordion". The physician then tried to move the was back and forth in an attempt to recapture the closure device, but it was unsuccessful. The patient remained stable throughout the procedure. The deployed closure device was pulled across the septum and hung in the superior vena cava. The procedure was stopped and the patient was transferred to the intensive care unit. The patient was transferred to another clinic where surgery was performed to remove the device. The closure device was successfully removed. The patient was extubated and was in tolerable condition. The patient has been discharged from the hospital and is in rehabilitation.